Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of high intraocular pressure and absence of bleb are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a xen 45 gel stent patient who recently had the surgery in an unknown eye had an iop of 56 and the bleb was not present.